Event description:
The customer reported that an error message displayed on the system. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The sensor panel was returned and the service engineer checked the pld code. The pld code required a downgrade. The network and sensor cable were checked. The unit operated with no problems. (B)(4).